Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited a scope communication error (b30 error). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, troubleshooting steps were provided to the customer. Additionally, three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, as the device was not returned root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.